Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is error, specifically tensioning the suture strands on a rough surface and or excessive force during the tensioning. Directions for use (dfu) dfu-0156-eo arthrex suture retention devices. G. Precautions. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 8. Speedcinch, meniscal cinch ii and softstitch devices only: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. 11. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. 12. Meniscal cinch and softstitch devices only: do not trap external suture against handle. 13. Meniscal cinch device only: after implanting #1, do not move device before releasing trocar #2. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscal repair surgery the suture tore during final tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.